Event description:
It was reported during a system evaluation all contacts were invalid except contact #4. Follow-up revealed the patient is receiving stimulation from a previous reprogramming session. Surgical intervention will be the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.